Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Only a partial lead was received. Final analysis found that the insulation was abraded at 8.9 cm to 12.2 cm from the distal tip. The outer coil was exposed in the same area, due to friction with another device. This condition could have contributed to the noise problem.